Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
During implanting the accolade ii, the accolade double offset was broken and couldn't connect the broach. It was replaced by another broach handle. It was confirmed the broken part of the broach handle before closure wound, removed the broken part out of patient's body and the procedure was completed.

Manufacturer narrative:
An event regarding crack/fracture of lever involving a dual-offset accolade rasp handle was reported. The event was confirmed. Method & results: device evaluation and results:the device was returned in used condition. The left lever sub-assembly was returned fracture along with fractured part which confirming the event. There are many scratches and dents around the device. Examination of the returned device with material analysis engineer indicated the fracture is consistent with overload condition. Medical records received and evaluation: not performed as there were no medical records. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: visual inspection confirms the left lever sub-assembly fractured. Material analysis engineer indicated that the fracture is consistent with overload condition. If additional information and/or device become available, this investigation will be reopened.

Event description:
During implanting the accolade ii, the accolade double offset was broken and couldn't connect the broach. It was replaced by another broach handle. It was confirmed the broken part of the broach handle before closure wound, removed the broken part out of patient's body and the procedure was completed.